Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. A visual inspection observed the two returned devices show no manufacturing abnormalities. Fluid is in both the fluid lines. Electrodes have been used. Bio debris is present. One device has a cut in the black protective wrap that exposes the metal tube below. There are markings from being in contact with a sharp instrument. The other device only has markings from being in contact with a sharp instrument but no cuts. The devices were together out of the original packaging. No packaging returned. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found no similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the failure include procedural variance, or deviations from established protocols, increasing risks and leading to unintended consequences (impact event inconsistent with normal use). Based on this investigation, there is no evidence to suggest a design, material or manufacturing issue. Therefore, the need for corrective action is not indicated.

Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. A visual inspection show no manufacturing abnormalities. Fluid is in both the fluid lines. Electrodes have been used. Bio debris is present. The device has a cut in the black protective wrap that exposes the metal tube below. There are markings from being in contact with a sharp instrument. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found no similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the failure include procedural variance, or deviations from established protocols, increasing risks and leading to unintended consequences (impact event inconsistent with normal use). Based on this investigation, there is no evidence to suggest a design, material or manufacturing issue. Therefore, the need for corrective action is not indicated. H11: h2: corrected data on h10.

Event description:
It was reported that during set up, the procise ez view coblator wand malfunctioned. The black plastic sheath of the wand was sliced. There was a backup device available. No delay was reported. There was no patient involvement.

Manufacturer narrative:
H10: internal complaint reference (B)(4).